Manufacturer narrative:
Other text: additional information provided in h6 and h10. No product was returned and thus an investigation could not be performed, however the pump's operators manual gives specific instructions on how to load a syringe into the pump which must be followed properly for a cartridge to be successfully loaded. At this point there is no evidence that the pump failed to meet specifications. The most likely cause of issue is a failure of the cartridge detection sensor. The product is beyond 7 years from manufacture date of 2015-07 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service previously. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an infusion pump alarmed for (cartridge removed) three times in the last day even though he has loaded the cartridge correctly. He switched to another pump. No patient injury was reported. Additional information was received via email on (B)(6) 2022 and attached by the manufacturer to the complaint object. Additional contact information was updated. The patient was using remodulin with therapy date (B)(6) 2019 to ongoing, dose-114ng/kg, continuous infusion for the indication of pulmonary arterial hypertension.